Manufacturer narrative:
G4: k192360, k220796. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported cardiac tamponade occurred. During an ablation procedure to treat atrial fibrillation in the left atrium, an intellamap orion catheter was for use. Two hours into the procedure, cardiac tamponade occurred which was treated with pericardial drainage. Following the paracentesis, the patient's blood pressure stabilized, no further hospitalization was required. The patient is recovered.